Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11337; 2134265-2016-11338; 2134265-2016-11355; 2134265-2016-11341; 2134265-2016-11342; 2134265-2016-11339; 2134265-2016-11340; 2134265-2016-11343; 2134265-2016-11378; 2134265-2016-11379; 2134265-2016-11336. It was reported that patient death occurred. The target lesion was located in the left anterior descending artery. During testing of a 1.50mm rotalink¿ plus and rotawire guide wire with the rotablator console and a dynaglide foot pedal, the system baseline tested "okay" outside the patient. Rotational atherectomy was performed however, the burr stopped spinning and a hissing noise was noted from the nitrogen tank to the console. It was further reported atherectomy was discontinued and several boston scientific balloons and stents were utilized. The patient expired. Additional information was requested but not available.